Event description:
During open heart surgery while the pt was on bypass the tubing came off a y connector. Approx 1 liter of blood was lost in a matter of seconds. The tubing was immediately placed back on y connector and pt did have to receive 2 units of blood. Pt's vital signs remained stable throughout event. A report was placed with terumo the MFR to see if this had ever happened before. The company stated it has happened 12 times in the last 5 years and gave 2 possible solutions to the problem.